Event description:
The patient contacted animas on (B)(6) 2012 reporting that the up arrow, down arrow and ok keypad buttons were intermittently unresponsive and required multiple presses to elicit a response. The patient stated that there was a tear near the up and down arrow keypad buttons but was unsure if the tear happened prior to the buttons becoming intermittently unresponsive. The patient reportedly wore the pump on a belt and did not clean the pump. There is no reported adverse event with this complaint. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be torn at the up arrow button. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. The contrast and ok buttons were found to be intermittently responding to presses. The keypad was removed and contamination was observed under the button contacts. Unrelated to the complaint, the audio bolus button cover was found to be torn. The issue should be obvious to the user and should alert the user to discontinue use of the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.